Manufacturer narrative:
Date of this report: (B)(6) 2016. Date received by manufacturer: (B)(6) 2016. Product evaluation: service and repair found that the motor cable assembly, bearings, housing and other internal parts were corroded. The device was cleaned, repaired and successfully tested to specifications. (B)(6).

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: when received for evaluation the device was not running; the overheating could not be confirmed. Evaluation is in progress.

Event description:
It was reported that "that the reported m4 did not work well during endoscopic sinus surgery (ess). In addition, the reported m4 overheated. The procedure was completed with use of replacement product. No patient impact has been reported."

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.